Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient¿s cgm was reading low mg/dl and the patient did not have a bg meter to use for comparison. The patient was experiencing weakness and a stomachache. Therefore, the patient called ems. Once ems arrived, the cgm was reading low mg/dl and the bg meter was reading 350 mg/dl. Ems treated the patient with an unspecified injection. The patient declined being transferred to the ER. The patient was in good condition at the time of report. Attempts to reach the patient to clarify treatment details were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.